Manufacturer narrative:
Qc was acceptable. The field service engineer (fse) performed half yearly maintenance procedures. The customer had no further issues following the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of results of zero occurring "a few times" for patients tested for glucose hk gen.3 (gluc3) on a cobas 6000 c (501) module. The customer provided an example of discrepant results for 1 patient sample. The initial result from the primary tube was 0.03 mmol/l. The primary tube was repeated with a result of 0.01 mmol/l. The sample was repeated in a cup and the result was 30.2 mmol/l. No questionable results were reported outside of the laboratory. The gluc3 reagent lot number and expiration date were not provided.